Event description:
Procedure type: lap chole. According to the reporter: the device broke in half during used. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.